Event description:
Pt reports an increase in stimulation when walking through a security device at wal-mart and a jolt when having their system interrogated. A follow up rpeort will be sent when additional information is received.